Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particulate matter was identified in an intravia container during the visual inspection stage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted a light colored particle in the solution. Stereomicroscopic and fourier transform infrared (ft-ir) spectroscopy revealed the particle as consistent with a fragment of pvc. The reported condition was verified. The cause is attributed to error by the end user. Should additional relevant information become available, a supplemental report will be submitted.